Manufacturer narrative:
Product analysis : analysis confirmed customer comment, stylus and cursor are not aligned. Re-seated connection between overlay and xy board. Re-calibrated stylus. Replaced plastic standoff between link electronic module (lem) and micro processor unit (mpu). Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor wanders off of calibration. Attempts were made to replace the stylus and re-calibrate, however after five minutes of use the problem returns. The programmer was returned for service. There was no patient involvement.